Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent lead replacement and generator prophylactic replacement surgery on (B)(6) 2015. The explanted devices were discarded, therefore analysis cannot be performed.

Event description:
It was reported that the vns patient¿s device showed high impedance and was disabled. Clinic notes were received indicating that x-rays were taken and were to be unremarkable. It was noted that the patient was unable to perceive stimulation. The patient was referred for surgery but no known surgical interventions have occurred to date.